Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following a intraocular lens (iol) implant procedure, the patient continued to have problems with seeing halos. The iol was exchanged for non-multifocal lens approximately 2 years and 7 months following the initial implant procedure. The issue has not been resolved. Additional information has been requested; however, further information has not been received. There are two medical device reports associated with this patient. This report is for left eye.